Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the mid part of the stent was noted to be deformed. The procedure was completed with another stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 2.50 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage. Stent strut rows 7-10 from the proximal end of the stent were damaged and deformed. The undamaged crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the mid part of the stent was noted to be deformed. The procedure was completed with another stent. No patient complications were reported and the patient's status was fine.